Manufacturer narrative:
Correction: adding information to the h11 field. A review of the information associated with this event has been performed by post market failure analysis engineer. The following additional information was provided: logs show that the vessel sealer extend (vse) instrument was installed 3x and passed homing 3x. Qty 131 cut complete and qty 6 cut failed events were noted. E-100 logs show qty 3 coagulation events with no errors, qty 132 seal events with 3 high initial starting impedance errors. Logs show 1 high initial starting impedance error at the same time as one of the 3 above. Nothing from the logs specifically points to a possible reason behind the jaws not opening complaint. It is likely that the multiple cut fail events could be due to bio-debris buildup between jaws and that could have caused sticking/inability of jaws to open. The instrument was used for about 49 minutes.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a grip ring dislodged. The screw head was damaged. The instrument was placed on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. Additional observation(s) related to customer reported complaint: the instrument exhibited imprecise motion during gripping and ungripping. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The jaws failed to open and close properly. Root cause is attributed to dislodged grip ring.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the jaws of the vessel sealer extend (vse) instrument would not open. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer was performing a dav hiatal hernia when the issue occurred. The issue did not occur after a system fault. The customer was going to use the vse for the first time, and the jaws did not open. The jaws were clamped closed as per commanded by the user and was never clamped on tissue. There were no photos or videos for isi review.